Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. No replacement product. Refund provided to the customer by pharmacy. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the initial concern was resolved - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 119, 122, 144, 289 and 300 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. Customer just purchased the meter and test strips on (B)(6) 2018. The test strip lot manufacturer's expiration date is 08/31/2020 and open vial date is 06/19/2018. The meter memory was reviewed for previous test result history: (B)(6). Customer purchased relion meter from (B)(6) yesterday and is unsatisfied with it because it is reading high.